Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarms, no delivery or occlusion alarms or prime/fill anomalies noted during testing. Device received with pillowing keypad overlay and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump having issue during priming process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive complete status with next highlighted on screen. Customer stated that insulin pump had insulin flow blocked alarm during manual prime. Customer stated that insulin did not exist during fixed prime. The device will be returned for analysis.